Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on (B)(6) 2016 the patient presented with complaints that her spasticity was worsening and had no improvement in symptoms from the previous increase on (B)(6) 2016. The patient was sent to interventional radiology and the device was interrogated under fluoroscopy. It was noted to have disconnected or fracture at the catheter hub. The pump was turned off on (B)(6) 2016. On (B)(6) 2016 the patient was taken to the operating room (or) and a new straight connector was attached to the end of the spinal segment and a new 73 cm pump segment was connected to the other end of the straight connector. The cause of the twisted tubing was unknown and was resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via their implanted pump for an unknown indication. It was reported there was no device changed/explanted. The tubing was twisted and the tubing was replaced on (B)(6) 2016. Further information was not provided.